Manufacturer narrative:
The cause of the complication cannot be determined although the physician believes it was possible that the violent coughing and underlying right upper lobe bronchiectasis contributed to the pneumothorax. A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring placement of a chest tube. Per the physician, the patient had a medical history of a congenital lung abnormality and bronchiectasis. The target lesion was located in the right lung. The user navigated out to the periphery of the lung, but no biopsies were completed as the lesion could not be identified on the cone beam CT scan. The physician concluded that the lesion seen on the initial CT was a congenital lung abnormality. There was no intra-procedural pneumothorax. Three to four hours after the procedure, the patient began coughing violently and had mild chest pain. A repeat CT was completed on the ward and a pneumothorax (40%) was identified. A chest drain was inserted and the pneumothorax resolved. The patient was admitted overnight and then discharged home. Per the physician, it was possible that the violent coughing contributed to the pneumothorax, as well as the underlying right upper lobe bronchiectasis. The physician believed that the pneumothorax was a procedure complication with the proviso that it was not the ion catheter itself that caused the pneumothorax.. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.